Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a broken l1 inductor on the monitor c/a board. The root cause for the broken inductor could not be positively identified. No adverse event resulted from the damaged l1 inductor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 110. The pt was issued a replacement monitor.